Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 failed and would not open. A field service engineer (fse) tested the drawer, thought it had opened when in fact it had not and found a sensor error. The fse removed the drawer, found the inseparable magnet stuck to the back plate and no longer lodged in the inseparable. The fse then removed the magnet and the broken inseparable and replaced the inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 6 was failed and would not open, customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.